Event description:
Radiometer reference number: (B)(4). According to the complaint, the abl90 flex plus analyzer (serial number (B)(6) reported false high results for cna+ compared to a cobas analyzer. No reports of death or serious injury.

Manufacturer narrative:
With the available information recieved, no root cause can be found and remains unknown.